Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the battery life was short on the insulin pump. Customer stated the insulin pump would not complete the rewind sequence. It was also found the customer had to press the buttons several times to enable a response on the insulin pump. Customer's blood glucose was unknown. The customer declined to return the insulin pump for analysis.